Event description:
At 1:15 p.m., one of two cardiac monitor screens at the nursing station on the unit went blank and staff was unable to reboot the monitor. There were 18 patients on the unit at the time; 16 patients were immediately reconfigured to the 2nd cardiac monitor at the nursing station and 2 patients were placed on bedside cardiac monitors. There were no adverse patient outcomes. Biomed engineering responded immediately and found unit (display) frozen.